Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a dso failure was encountered. The event occurred during testing.

Manufacturer narrative:
H3: the suspect pump was returned for evaluation. The device was visually inspected. A lens scratches was noted. Functional testing was performed. The dso sensor was found to be damage. The allegation made by the complainant was confirmed. The dso sensor was replaced. The device passed all functional testing after repair.